Event description:
Additional information has been provided. The patient alleges vena cava perforation (grade 2) and tenting (grade 1). The patient further alleges "poor circulation in lower legs and feet. Swelling in lower legs and feet" and "prolonged walking is difficult." Per report from CT (computed tomography): "ivc [inferior vena cava] filter appears appropriately positioned in the infrarenal ivc with no surrounding hemorrhage or definite evidence for acute complication. No ivc thrombus." "At least two of the greenfield filter struts extend into the retroperitoneal adipose consistent with grade 2 penetration. Please see above there is no grade 3 penetration, filter fracture or migration."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported tenting, poor circulation/swelling in legs/feet, and limited walking are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: unable to be retrieved, vc perforation, tenting, poor circulation/swelling in legs/feet, and limited walking. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device is unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). The patient involved was reported to be deceased without further details, therefore this report is being submitted as "death" related as a cautionary measure. (B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction." The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/12/2017 as follows: plaintiff allegedly received an implant on (B)(6) /2010 via the right common femoral vein due to deep vein thrombosis. Plaintiff is alleging that the device is unable to be retrieved.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.